Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with sphincterotomy. According to the complainant, the unit continued delivering energy after the foot switch "power" pedal was released. This reportedly resulted in bleeding, which was resolved using a different endostat iii electrosurgical unit, the same foot switch, and a gold probe. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with sphincterotomy. According to the complainant, the unit continued delivering energy after the foot switch "power" pedal was released. This reportedly resulted in bleeding, which was resolved using a different endostat iii electrosurgical unit, the same foot switch, and a gold probe. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) - the reported event: generator delivered energy after the foot switch "power" pedal was released. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some decals and minor scratches on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues with the unit were found. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the device delivered energy intermittently; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which would have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.